Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of broken insulation on the cable, however it was noted that the cable was functional. Analysis additionally noted that the label was delaminated. Both the cable and the label were replaced. Concomitant product: 2067, radiofrequency head. (B)(4).

Event description:
It was reported that the connection between the programmer and the radiofrequency (rf) programmer head was poor, and only worked if an area that had been taped was held down. It was additionally reported that the rf head was damaged and had the poor connection with the programmer. The programmer and the rf head were returned for service. No patient complications have been reported as a result of this event.